Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, software error, watchdog set test failure and motor error. The customer stated a temp basal was not programmed before the unexpected restart and the insulin pump was not stored or not in use for an extended period of time. Customer stated the unexpected restart is recurring during normal use. The customer stated that the screen froze. She changed the battery and the insulin pump asked to rewind and change time and date. Blood glucose value was 120 mg/dl. The customer was advised the insulin pump would be replaced and she may continue to use it until replacement arrived.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor also, the insulin pump alarmed a12 during self test and alarmed a21 due corroded interface board, corroded motor home switch and corroded battery tube. The motor was tested outside the device and passed. No frozen display noted. No a52 or a45 alarms noted. Unit passed displacement test. The insulin pump has minor scratches on lcd window and cracked case at the display window corners.